Event description:
Pt underwent cataract surgery on 10/9/96, and implantation of intraocular lens was attempted by the surgeon. However, the surgeon noticed that during insertion the haptic was found to be bent. As the surgeon removed the lens, the posterior capsule tore. A vitrectomy was necessary. No other surgical procedures were done and no complications were noted. Other than the diagnosed cataract, there were no pre-existing conditions. The surgeon said that the pt is doing excellent.